Event description:
Higher impedance but good thresholds at implant. Pt experienced sudden drop in bp and tamponade when post implant. Pericardiocentisis drew 600 cc fluid. No perforation per echo. No further patient complications reported.